Event description:
During a coronary drug eluting stenting treatment procedure, strut damage occurred. In 2005 the target vessel was the severely tortuous, severely calcified, 80-90% stenosed mid right coronary artery (rca). The vessel was predilated several times with a 2.5x15 mm maverick balloon. The physician successfully deployed a 2.75 8 mm tacus express2 drug eluting stent to the mid rca. The physician then attempted to place another 2.75 x 8 mm taxus express2 drug eluting stent distal to the previously deployed stent, after reaching the lesion, though, decided not to deploy this stent. Upon removal resistance was felt, the stent had gotten caught on the previously deployed stent. The stent was removed the body and the struts were noted to be flared. The target lesion was successfully treated with a 2.75 x 20 mm taxus express2 durg eluting stent. Additionally a 2.75 x 8 mm taxus express2 drug eluting stent was placed in the rca, proximal to the previously deployed stents. No pt complications were reported. The pt status is reported as "satisfacory/good".